Event description:
It was reported that a user installed a new dexcom g7 continuous glucose monitor (cgm) and received a ¿pairing failed¿ alert when attempting to connect to the ilet, after which the glucose readings appeared on the ilet and connection established without further action. No adverse clinical symptoms were reported. Outcomes included no impact to health and no hospitalization. User support included troubleshooting and education for g7 pairing to the ilet. Investigation of this case revealed a transient communication or pairing issue that self-resolved, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interaction or transient connectivity conditions.